Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to vaginal prolapse, rectocele, cystocele, urinary incontinence and fecal incontinence. It was reported that patient underwent mesh removal on (B)(6) 2013.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced recurrence, and fecal incontinence. It was reported that the patient concurrently underwent sacrospinous vaginal vault suspension with colporrhaphy, and cystoscopy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.